Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 564mg/dl and large ketones leading to a hospitalization. Bg level was addressed by delivering a correction bolus via the pump prior to being admitted to the hospital. While in the hospital, the customer received treatment in the form of intravenously delivered fluids. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer was released from the hospital the same day as the day the customer was admitted.